Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the procedure took 4.5 hours because the coils were so lodged in tubes"), pelvic pain ("chronic pelvic pain/pain/left sided pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's past medical history included chronic sinusitis, nasal obstruction, tonsillitis and grand multiparity. Concurrent conditions included tubal ligation, asthma, adverse reaction, gas evolution in intestine, uterine pain and hemostasis. Concomitant products included salbutamol (albuterol). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/abdominal cramping"). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial salpingectomy, hysteroscopy,d&c pelviscopy, removal of bilateral cornual regions) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in 2009, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. Tubal ligation on (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, cramps. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received. Reporter's information has been updated. Events added: abnormal bleeding, (vaginal, menorrhagia), dysmenorrhea (cramping), removal procedure took 4.5 hours because the coils were so lodged in my tube and fatigue. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, 92 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). In (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in 2009, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.